Event description:
Braun infusion pump had pump failure and stopped functioning midway through an anesthetic. Propofol was infusing as the primary anesthetic prior to pump failure. Subsequently, flashing lights and alarm noise alerted to fault in infusion pump. Pump stopped working. Anesthesia tech was called and immediately replaced the non-functional pump. Time without propofol infusion was approximately 1.5 minutes prior to restarting with a new functional pump. Thankfully, no harm was done to patient, but this was an unsafe condition that could have led to serious harm.